Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire was separated from the silicone outer coating. No parts of the device were detached and no parts were lost in the patient. Therefore, the device was deemed unsafe for use and was immediately removed from the surgical field. A new device was opened and the remainder of the case was finished with no other complications. The only surgical delay was the time needed to open a new hemopro 2 kit which was 2 to 3 minutes. No injuries occurred due to the delay.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/26/2024. An investigation was conducted on 01/30/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the base of the intact jaws. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw closest to the tip of the hot jaw due to clinical use. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .70 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The lot#: 3000356318 history record review was completed. There was one (01) ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.